Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a peri-procedural myocardial infarction after having a percutaneous intervention and stent implant. The patient's medical history is significant for angina, family history of coronary artery disease, hyperlipidemia, hypertension, mi and remote history of smoking. The indication for the procedure was stable angina. The target lesion was the mid left anterior descending artery (lad), the third diagonal (dx) was listed as a non-target lesion. The mid lad was described as de novo and 95% stenosed. The lesion was pre-dilated twice with a non-cordis balloon, followed by the implant of a 3.0mm x 33mm cypher stent at 14 atms. The stent was post-dilated per standard procedure and the reported residual rate of stenosis was 0%. The non-target 3rd dx was described as de novo and 50% stenosed, and reason for treatment was "diseased vessel." Treatment for the lesion was balloon angioplasty with a 2.0 x 15mm angio-sculpt cutting balloon. The day after the procedure the patient experienced a "pt experienced a minimal cpk-mb leak with 12.8. Pt was asymptomatic. This event was reported as an mi. The patient was discharged the same day. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a 3.0 x 33mm cypher stent in the mid lad. The day after the procedure, the patient had elevated ck-mb which was reported as an mi.